Event description:
Nurse attempted to insert IV in pediatric patient. Received blood return, but when she advanced the catheter it was difficult to thread. Once in and she tried to flush, it was hard to flush. IV was removed. The IV catheter had a hole in the side and the actual needle was bent.what was the original intended procedure?start an IV.device #1is this a laboratory device or laboratory test?no.